Event description:
Related manufacturer reference number: 1627487-2024-07616. It was reported that patient experienced a fluid intrusion at the ipg site, patient also experienced ineffective therapy and was unable to enter MRI mode. Patients lead had low impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that lead was not explanted and replaced lead was disconnected and whipped off to address the issue.